Event description:
Related manufacturing ref: 3005334138-2022-00484. During the atrial fibrillation procedure, air was introduced into the right side of the heart after a brockenbrough when the catheter was removed and the sheath was being replaced after the guidewire was inserted into the introducer. There were no adverse patient consequences.

Manufacturer narrative:
One 10f fast-cath introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.

Event description:
During the atrial fibrillation procedure, air was introduced into the right side of the heart after a brockenbrough when the catheter was removed and the sheath was being replaced after the guidewire was inserted into the introducer. No additional measures were taken for air intrusion into the body, and the procedure could be continued after confirming that the air had disappeared by an echocardiogram. The procedure was completed with no adverse patient consequences.